Manufacturer narrative:
Part 319.006, lot 6737339: manufacturing site: (B)(4). Release to warehouse date: august 16, 2011. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. A product investigation was completed: upon visual inspection, it was observed that the needle component of the device was bent and deformed. Thus, the complaint is being confirmed. No other issues were identified with the returned device. Dimensional inspection showed the relevant dimensions were conforming. The current and manufactured to drawings were reviewed; no design issues or discrepancies were found during this investigation. The complaint is being confirmed as it was observed that the needle component was bent. No definitive root cause could be determined based on the provided information. During the investigation no unidentified product design/manufacturing issues or discrepancies were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event as follows: it was reported the measuring device was not working well. The procedure was completed successfully with no delay. Upon visual inspection, it was observed that the needle component of the device was bent and deformed. This report is for a depth gauge. This is report 1 of 1 for (B)(4).